Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 04/26/2016. The fse found that the light scatter preamp was faulty. The fse replaced the light scatter pream and ran controls which passed. The customer continued to have problems with incomplete differential recovery and another fse found that the vcs card was faulty. The fse replaced the vcs card, which repaired all the differential results issues. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported that the lh500 instrument was having latron recovery issues. The customer also found that the instrument generated discordant results for five patients that were reported outside of the laboratory. The discordant results for four of the five patients were flagged by the instrument. None of the discordant differential results were verified by a manual smear or another instrument. There were no erroneous results confirmed and there was no change or affect to patient treatment in connection with this event.